Event description:
X-ray review by neurologist did not identify any discontinuities with the ncp system. No revision surgery is planned because the pt is seizure free; therefore, the cause of the high lead impedance condition is unk.

Event description:
Device diagnostic testing office visit resulted in high lead impedance reading (dc-dc code 7 and limit) and that lead break was suspected. The elective replacement indictor was no, indicating that the generator had not reached end of service. The pt was referred to neurosurgeon for consult. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Invstigation to date has been unable to confirm the cause of the high lead impedance test result.

Event description:
Additional information was received stating that the vns patient¿s device was disabled several years ago due to the high impedance observation. The patient¿s seizures did not worsen when the device was disabled so the device was not programmed back on.